Manufacturer narrative:
The sample was discarded by the hosp. Upon completion of the investigation, a supplemental report will be submitted.

Event description:
The blunt plastic cannula was placed on the syringe and, the ICU nurse injected the medication. The nurse turned on minimal lights while infusing the medication. The medication was injected at the high port. Once the nurse was finished, she threw the syringe in the sharps container. About 30 minutes later, the patients vitals started showing a different rhythm on the monitor, when the lights were turned on they saw the blood. At the time they realized the blunt plastic cannula had come off the syringe and stayed in the injected port. According to reporter, an estimated 400 to 500cc (approximately 1 pint of blood) was lost. The pt passed away because of cardiac arrest and blood loss.